Event description:
Bilateral urethral catheters (stents) placed before anterior positional colon resection. At end of procedure one catheter was noted to be shorter than other. X-ray confirmed retain portion left side. Required surgery to remove.